Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported to a company representative that an insulin pump was damaged. The customer¿s blood glucose level at the time of the incident was unknown, but in a normal range. It was reported that the reservoir compartment was cracked and the reservoir didn't lock into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.